Event description:
The customer reported that the 5 port IV tubing set was hung with normal saline infusing at a kvo rate while in use on an adult patient. When the nurse was trying to attach a 10ml syringe to the middle port, the white portion of the y-port broke off of the tubing set causing a leak. There was no patient harm.

Manufacturer narrative:
The customer¿s reported broken smartsite y-port was confirmed. Inspection confirmed the white female luer adapter on the middle smartssite y-port was broken off from the clear body of the smartsite. Microscopic examination found stress marks at the break site and a jagged break line. The root cause of the break was excessive force applied to the y-port as indicated by the stress marks and jagged break line..

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the 5 port IV tubing set was hung with normal saline infusing at a kvo rate. When the nurse was trying to attach a syringe to the middle port, the white portion of the y-port broke off of the tubing set. There was no patient harm.